Manufacturer narrative:
(B)(4). Batch # r57m64. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please explain how the device stopped working during the firing of the staples? During use in bypass surgery, the battery warmed and the device stopped stapling. Did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Exactly. Did the device deliver any staples? Yes. If yes, were the staples deployed into the tissue formed in the proper closed b-formation? No. If the stapler did fire was the staple line complete? No.

Manufacturer narrative:
(B)(4). Batch: unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Additional information requested but not received: can you please explain how the device stopped working during the firing of the staples? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples deployed into the tissue formed in the proper closed b-formation? If the stapler did fire was the staple line complete?

Event description:
It was reported that during a gastroplasty - bypass procedure, the battery of the stapler has heated up, the device stopped working during the firing of the staples. Another like device was used to complete the procedure. Patient consequences were not reported.